Event description:
It was reported that two anterior lumbar disc prep trial inserters arrived broken at the tips. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second trial.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. H3 other text : no product returned.

Event description:
It was reported that two anterior lumbar disc prep trial inserters arrived broken at the tips. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second trial.